Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The pedal was still functioning, but one of the hinges on the side was broken, so the surgeon had to step on it in a very specific way for it to work. This happened during surgery, but the case was continued with no problems.

Manufacturer narrative:
Investigation results concluded that the vigilance device pedal was damage during use. Corrected data: date of this report, manufacturer email, additional device information, occupation, manufacturer office, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.